Manufacturer narrative:
(B)(4). Date sent: 9/6/2024 d4: batch #865c41 corrected data: d4: UDI#, d7a investigation summary visual analysis of the returned sample determined that the cdh29p device was received with no apparent damage and the anvil was not received. The washer was not present and there were staples present in the device. Also, no battery was received. The tissue compression scale did not backlight turn on when the test battery was inserted. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be broken. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. A manufacturing record evaluation was performed for the finished device batch number 865c41 , and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 8/13/2024 d4 batch # unk d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 1. The surgeon had to re-transect the rectal stump which prolonged the procedure and required the removal of additional patient tissue. 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? 1. I am not aware of any changes in post-op care with the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection the panel would not light up even with a different battery inserted. They got a new device to complete the case, but they had to make the specimen stop shorter in order to do so due to the first device already being inside the patient.